Event description:
It was reported that a device was used during a laparoscopic gastric bypass. It was reported the cannula sleeve broke in half. The cannula was retrieved successfully. Opened another device to complete the case. There was no consequence to patient.